Event description:
On (B)(6) 2011, this lead was attempted, but not implanted due to an unknown reason. No other information is available at this time. The physician was (B)(6) dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).